Event description:
Blue cuff leaked after successful pre-cuff pressure check.

Manufacturer narrative:
Reportable, as they would have had to re-intubate. Complaint confirmed with customer photo. Performed risk analysis with (B)(4) and determined a severity rating of 6. Reviewed complaint history for the 24 months preceding the complaint reporting date and found no trending issue. Sent a resolution to the customer with root cause investigation results from the supplier.

Manufacturer narrative:
Reportable, as they would have had to re-intubate.

Event description:
Blue cuff leaked after successful pre-cuff pressure check.